Manufacturer narrative:
The device has been returned to the manufacturer for evaluation. Functionally evaluated flex arm rigidity by attempting to manually tighten the instrument. After manual tightening, the instrument was determined to be insufficiently rigid. The above observations are consistent with anticipated wear of the instrument cable.

Event description:
It was reported that the flex arm will not stay tightened. No patient complications were reported.

Manufacturer narrative:
(B)(6). (B)(4). The product has been returned. However, analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.